Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient continued to have high impedances after their ipg replacement on (B)(6) 2019 with 15,400 ohms and impedances are impacting therapeutic settings. The device was replaced due to normal battery depletion. There were no further complications reported.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387-40, lot# j0225510v, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387-40, lot# j0225510v, implanted: (B)(6) 2002, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedances was unknown. There were no actions taken as the impedances were not impacting any therapeutic settings. The issue was not resolved. The ipg was replaced due to normal battery depletion and wouldn¿t be returned for analysis. There were no further complications reported.